Manufacturer narrative:
Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the device alarms for air-in-line with no visible bubbles. Nurse started to trouble shoot and used alcohol wipe to wipe the membrane between the pressure sensors. Then she will also remove the tubing & stretch it. Sometimes she will also flick the tubing & flush the fluid through. This was reported to bd representatives during their site visit. There was patient involvement but no harm.

Manufacturer narrative:
The actual date of event is unknown. Additional information: manufacturer narrative. Root cause: the root cause for the reported issue of an air in line alarms (no visible bubbles) was not determined because no products or device logs were returned.

Event description:
It was reported that the device alarms for air-in-line with no visible bubbles. Nurse started to trouble shoot and used alcohol wipe to wipe the membrane between the pressure sensors. Then she will also remove the tubing & stretch it. Sometimes she will also flick the tubing & flush the fluid through. This was reported to bd representatives during their site visit. There was patient involvement but no harm.